Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Reasonably known information suggests probable causes such as material problems like: degradation. Mechanical problems like: device migration; stress; wear and tear; leakage; lubrication. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, it was found that the distal end was chipped. There was no patient involvement.